Event description:
It was reported that externalized conductors were observed via fluoroscopic image. Electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation description: a partial lead with the distal tip measuring 49.1cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.3-14.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 20.8-21.6cm, 23.1-23.9cm, 22.9-23.0cm, 23.3-23.4cm, and 24.0-24.1cm form the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 43.7-44.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
New information received notes that the lead also exhibited a decrease in r-wave amplitudes. The lead was explanted and replaced without adverse consequence to the patient.

Event description:
New information received notes that the lead exhibtied low, out of range high voltage lead impedance following placement of a left ventricular assist device. Lead replacement was recommended.